Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('pain for several years / lower abdominal pain') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Co-suspect products included kyleena intrauterine delivery system for metrorrhagia. Other product or product use issues identified: off label use of device "kyleena iud for metrorrhagia" and device use issue "kyleena iud for metrorrhagia". The patient's concurrent conditions included obesity and basedow's disease. On an unknown date, the patient had kyleena 19.5 mg inserted (intra-uterine), releasing product at 17.5g per day, continuously. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (laparoscopic removal of essure by salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower and metrorrhagia outcome was unknown. The reporter considered abdominal pain lower to be unrelated to essure. The reporter provided no causality assessment for metrorrhagia with essure. The reporter provided no causality assessment for abdominal pain lower and metrorrhagia with kyleena. The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('pain for several years / lower abdominal pain') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Co-suspect products included kyleena intrauterine delivery system for metrorrhagia. Other product or product use issues identified: off label use of device "kyleena iud for metrorrhagia" and device use issue "kyleena iud for metrorrhagia". The patient's concurrent conditions included obesity and basedow's disease. On an unknown date, the patient had kyleena 19.5 mg inserted (intra-uterine), releasing product at 17.5 g per day, continuously. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (laparoscopic removal of essure by salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower and metrorrhagia outcome was unknown. The reporter considered abdominal pain lower to be unrelated to essure. The reporter provided no causality assessment for metrorrhagia with essure. The reporter provided no causality assessment for abdominal pain lower and metrorrhagia with kyleena. The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Date of sample received at quality unit 2020-11-13. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 14-oct-2020. The most recent information was received on 07-dec-2020. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('pain for several years / lower abdominal pain') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Co-suspect products included kyleena intrauterine delivery system for menorrhagia. Other product or product use issues identified: device use issue "kyleena iud was inserted for treatment of menorrhagia" and off label use of device "kyleena iud was inserted for treatment of menorrhagia". The patient's concurrent conditions included obesity and basedow's disease. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2019, the patient had kyleena 19.5 mg inserted (intra-uterine), releasing product at 17.5 g per day, continuously. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic removal of essure by salpingectomy). Essure was removed on (B)(6) 2020.kyleena treatment was ongoing at the time of the report. At the time of the report, the abdominal pain lower and menorrhagia outcome was unknown. The reporter considered abdominal pain lower to be unrelated to essure. The reporter provided no causality assessment for menorrhagia with essure. The reporter provided no causality assessment for abdominal pain lower and menorrhagia with kyleena. The reporter commented: the patient had essure implants inserted in 2012 without issues. Removal was performed at the patient's request. Essure were inserted at a hospital on (B)(6) 2012, batch number cannot be provided. Kyleena was inserted (B)(6) 2019 for treating the menorrhagia and remains in place after the essure devices were removed. The physician has no information when menorrhagia did start. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Date of sample received at quality unit (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: physician reported that the essures were inserted at a hospital on (B)(6) 2012, she cannot provided batch number. Kyleena was inserted (B)(6) 2019 for treating the menorrhagia and remains in place after the essures were removed. The physician has no information when menorrhagia did start. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.